Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The explanted device was returned for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured, indicating that it was present while the pump was in operation supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The instructions for use lists hemolysis and thrombosis as potential adverse events associated with use of the left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had routine laboratory tests drawn at an outside facility on (B)(6) 2015 that indicated an elevated lactate dehydrogenase (ldh) level of greater than 1000 u/l. On (B)(6) 2015, the patient was admitted to the hospital and the ldh drawn in the hospital was 333 u/l. The patient was observed overnight and reportedly felt fine. There were no concerns with the vad on interrogation. The patient was discharged the next day as clinically stable with an ldh of 316 u/l. On (B)(6) 2015, labs drawn at an outside facility showed an ldh of greater than 1600 u/l and a brain natriuretic peptide (bnp) value of greater than 4300 pg/ml. The patient was admitted to the ICU where repeat labs drawn in the hospital again showed a much lower ldh value of 459 u/l, a bnp of 409 pg/ml and a plasma free hemoglobin of 8 g/dl. A ramp echocardiogram was reported to be unremarkable and the vad appeared to be appropriately offloading the left ventricle. The next morning, the patient went into acute respiratory distress, pulmonary edema and rapid atrial fibrillation requiring initiation of inotropes and bi-level positive airway pressure (bipap). The patient's ldh at this point was elevated to 600's u/l and the plasma free hemoglobin was elevated to 32 g/dl. The patient's urine was dark and the creatinine level was increasing. A repeat echocardiogram no longer indicated appropriate offloading of the left ventricle. Tissue plasminogen activator (tpa) protocol was initiated but was unsuccessful. The patient's ldh continued to rise and renal function declined. On (B)(6) 2015 the patient underwent a pump exchange. Upon lvas interrogation, there were no concerns beyond a few suction events, and no drag or elevated powers at any time. The patient had been on antibiotics for a couple of weeks prior to the event and did experience some lower inr results during that time. No additional information was provided.